Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. Synthes lot # 5713459. The sample was returned. A review of the device history record did not reveal issues that could have contributed to the reported issues. The nonconformance was due to weak welding causing a gap between the flexible shaft and the reamer. A design change was initiated to correct issue.

Event description:
It was reported that a flexible medullary reamer head broke. The reamer was not advancing properly. The surgeon took an x-ray and discovered that the head separated from the reamer rod. The instrument was removed. The broken pieces were not left in the patient, which was confirmed by an x-ray. The surgeon used another reamer and completed the procedure successfully. This incident did not prolong the surgery.